Manufacturer narrative:
The returned device was evaluated and the investigation found corrosion on the printed circuit board resulting from a tear in the soft cannula that caused a leak. In addition, 2 small hairline cracks in the pod's top housing were identified, however, insulet cannot confirm if these cracks also contributed to the corrosion. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) level exceeded 250 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Other than the elevated bg level, no medical intervention or product problem or deficiency was reported. However, upon returned product investigation, a damaged cannula was identified.